Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or below.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 16 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during advancement, some resistance was noted and the device was visualized to be doing an accordion effect. When the device was pulled out, the union between the hypotube and the flexible zone was doing an accordion effect. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. A2: age at time of event: 18 years or below. Device evaluated by MFR.:promus premier ous mr 16.00 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and the proximal balloon cone was noted to be slightly relaxed. However, the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube shaft found several kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found that the inner and outer shaft polymer extrusion was bunched/ accordioned at several locations and that multiple kinks were also present on the outer shaft polymer extrusion. The device failed to load a 0.014 inch test guidewire past the inner shaft polymer extrusion damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 16 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during advancement, some resistance was noted and the device was visualized to be doing an accordion effect. When the device was pulled out, the union between the hypotube and the flexible zone was doing an accordion effect. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.